Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 23-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: during investigation, all keypad buttons were responsive to user input. The unresponsive keypad complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the keypad cover was removed to find contamination under the button contacts. Additionally, the battery compartment was cracked on the side from the threads to the cover.